Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly recovered and has resumed device use. Due to patient privacy laws, no further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced meningitis post implantation surgery. The recipient presented with a cerebrospinal fluid leak fistula through the round window. The round window was reportedly sealed. The recipient was reportedly prescribed antibiotics (type unknown) and anti viral medication. The recipient is reportedly stable.

Manufacturer narrative:
The recipient has reportedly resumed device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.